Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use with a polyflux 170h dialyzer, black particulate matter was observed inside the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye showed that the product was dry but without packaging. The blood port protection caps were attached to the blood side. Several black particulate matter were visible on the blood side. The reported failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.